Event description:
This was a giant basilar apex aneurysm that grew and ruptured. The plan was to coil the big recann. The physician used an sl10 microcatheter to coil the aneurysm. His first coil was a microvention coil. The second coil was a 7x30 deltamaxx and the 3rd coil was a microvention coil. All three of those coils were detached successfully. The fourth coil was another deltamaxx 7x33. During the deployment of this coil into the aneurysm, the physician stated that he felt "resistance" so he pulled back on the coil in order to try to re-advance it and the coil subsequently stretched and detached. There was no good way to retrieve the coil so it was left hanging in the patients vessel. The physician repositioned the microcatheter and placed another deltamaxx coil 5x20, followed by 2 microvention coils that were all successfully placed and detached. The final coil was a deltapaq 5x15 coil. This coil too stretched and broke in the patient and was left in the vessel. The physicians were able to get the tails of both coils that stretched into the aorta where the flow in the aorta would keep the coil tail in place. The physician stated that there is a study out of emory that said that putting the patient on aspirin would be sufficient if the tail of the coil is in the aorta. The physician also stated that this was not the "technology" or the coils fault. He said that he was pushing the coil to their limits. The patient woke up right away. Additional information received from the rep indicated that resistance was felt while the coil was being deployed in the aneurysm, sl-10 microcatheter was not replaced and no additional intervention was performed. Both coils were left in the patient and both coils prematurely detached. As resistance was felt, the physician pulled back on the coils that caused it to stretch and break. Patient was fine post surgery.

Manufacturer narrative:
Please note that "no information code" under f10 patient code was chosen because no code is currently available. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.this is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00557 and 2954740-2012-00558.

Manufacturer narrative:
During coil embolization of a recanalized giant basilar apex aneurysm that grew and ruptured, after there was resistance with implantation of a 7x33 deltamaxx, the coil stretched, detached and protruded into the parent vessel. After placement of additional coils, a 5x15 deltapaq coil stretched and broke and protruded into the parent vessel. The tails of both coils were intentionally stretched into the aorta in order to keep the coils from migrating distally. An sl10 microcatheter was used to coil the aneurysm. The first coil was a microvention coil. The second coil was a 7x30 deltamaxx and the 3rd coil was a microvention coil. All three of those coils were detached successfully. Resistance was encountered during deployment of the next coil, the 7x33 deltamaxx, into the aneurysm. Therefore, the coil was pulled back in order to try and re-advance it when the coil stretched and detached. Since there was no good way to retrieve the coil, it was left protruding into the parent vessel. The microcatheter was reposition and another deltamaxx coil 5x20 was placed, followed by 2 microvention coils that were all successfully placed and detached. The final coil was the deltapaq 5x15 coil. This coil stretched and broke in the patient and was left in the vessel. The physician was able to get the tails of both of the coils that stretched into the aorta where the flow in the aorta would keep the coil tail in place. The physician stated that there is a study out of (B)(4) that said that putting the patient on aspirin would be sufficient if the tail of the coil is in the aorta. The physician also stated that this was not the ''technology'' or the coils' fault. He said that he was pushing the coil to their limits. The patient woke up right away. The coil was implanted. The sl-10 microcatheter and the coil delivery wire were returned as was the second coil the stretched and detached. The distal tip of the microcatheter's diameter has been severely damaged. When tested with a lab sample coil severe resistance was encountered at the distal tip of the microcatheter. If this damage had been present during coil placement, coil interference may have been due the damaged distal tip of the microcatheter. The exact circumstances of how and where the distal tip of the sl-10 microcatheter became damaged cannot be determined. Based on the condition of the returned devices, if the microcatheter damage was present during the reported event, the stretching and unintended detachment of the coil may have been primarily due to the coil catching the damaged distal diameter of the microcatheter during repositioning when the coil was retracted. The damage found on the returned microcatheter is consistent with retraction damage by pulling, stretching, and compressing the outside surface material into the inner lumen. However, it is also possible that interaction with coils dwelling inside the aneurysm and/or from the coil becoming entangled upon itself may have contributed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ''caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.'' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although, no definitive conclusion can be made based on the analysis of the returned device, based on the reported information, it appears that clinical/procedural factors including aneurysm characteristics, device selection/sizing, device interaction, the condition of the concomitant microcatheter and manipulation are all possible factors contributing to the events. As reported, there were no coil technological or performance issues related to the event; a contributing factor was ¿pushing the coil to their limits¿. Based on the reported information, the analysis and device history records, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00557 and 2954740-2012-00558.